Event description:
It was reported that the fistula plasty procedure was to treat an unspecified lesion. Reportedly, the 3 x 40 x 80mm foxcross balloon catheter was advanced; however, the balloon ruptured. The lesion was treated with a second balloon catheter. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified